Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082672/7082730.

Event description:
It was reported that the ipg was difficult to charge as the patient experienced burning sensation at the ipg site while charging. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. All explanted device components were discarded by the facility.